Manufacturer narrative:
This report is being supplemented to provide additional information and the results of the legal manufacturer's final investigation. Please see updates to h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was found and confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost eight years since the subject device was manufactured. Based on the results of the investigation, the foreign material was found to be similar to the medical glue. However, the exact material and why it remained in the device could not be conclusively specified. Secondly, the burn on the plastic distal end was presumed to be caused by a high-energy endo therapy accessory being used without sufficient distance from the distal end. The root cause of this event could not be specified. The event can be detected/prevented by following the instructions for use which state: the user can prevent the events 1 and 2 in accordance with the following IFU. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) -precleaning the endoscope and accessories -manually cleaning the endoscope and accessories the user can detect the event 3 in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user can prevent the event 3 in accordance with the following IFU. Operation manual_ using endo therapy accessories_ high-frequency cauterization treatment warning: never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material on c-cover (plastic distal end cover) and a-rubber (bending section cover), and c-cover has burn. There were no reports of patient involvement.